Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20728744, expiration date 03/31/2012). (B)(6).

Event description:
Customer reportedly received results of 133 mg/dl on compact plus system 1 and 330 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.